Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that the patient¿s device was not working; the programmer box was not working and they couldn¿t get it to communicate. They were getting poor communication before and the call. They stated that the box was screwed up, and they could not get the remote to work; they had been pushing buttons like it said in the booklet, but they couldn¿t get the numbers to come up on the remote. It was also reported that because it was not working, they could not go to the bathroom, and they were about to die because of it; they stated this had been going on for 3 months. They stated that the implant was working and sometimes it didn¿t work; sometimes ¿it fall and went back up.¿ they clarified by stating that sometimes it worked well and they could go to the bathroom, and other times it did not, 2 days ago, they could not go to the bathroom; the patient did not have a fall. The patient was sent a replacement programmer, and it was recommended that they follow up with their healthcare provider to get their device checked if the problem continued with the replacement. No further patient complications are anticipated or expected as a result of this event.